Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and x-rays. Visual examination of the provided pictures confirms the tibial construct fractured where the stem attaches to the tibial plate. X-rays were provided and reviewed by a health care professional. Review of the available records identified the following: there is separation in spacing between a proximal tibial stem and the lateral tibial metaphysis, presumably related to a fracture. Hardware fracture cannot be excluded, as there is acute mild angulation of the tibial stem at the level of the tibial metaphysis with resultant genu varus angulation of the knee. Genu varus also seen in the contralateral knee. Alignment appears abnormal related to the likely fracture of the bone and possibly the hardware. Loosening cannot be confirmed. There are periprosthetic zones of lucency, but this is likely related to complications related to fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02536. Concomitant medical devices: nexgen offset stem 15mm x 145mm, catalog#: ni, lot#: ni. Nexgen lcck poly 17mm, catalog#: ni, lot#: ni. Unknown nexgen femoral, catalog#: ni, lot#: ni. Unknown nexgen stem, catalog#: ni, lot#: ni. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately seven years after initial procedure, due to fracture of the tibial stem, and subsidence. Attempts have been made and no further information has been provided.